Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call of high and low blood glucose readings from the insulin pump. The customer had a low reading of 35 mg/dl. The customer took 7 units after lunch and his blood glucose went up to 175 mg/dl. The customer also had a high reading of 356 mg/dl. The customer treated with the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the site is a little irritated because he switched to novolog. The customer did not have a tubing clamp to complete high pressure test.